Manufacturer narrative:
This report is submitted on april 4, 2023.

Event description:
Per the clinic, the patient experienced pressure from the external magnet resulting in tissue breakdown which was treated with oral and topical antibiotics. The device remains in-situ.